Event description:
Attorney reported alleged patient injury during a lasik procedure performed in 2004. No additional information is available.

Manufacturer narrative:
Information received through legal. No product was returned for evaluation.